Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 24 and 36 hours. Symptoms were not reported but the patient mentioned that ketones were present and they were borderline dka. The patient was treated with intravenous insulin, and they were advised to change their pod. When the pod was removed from the infusion site (arm), the pod's cannula was found to be bent, and the pod had been leaking. The patient left the ER the same day, 5 hours later. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.